Event description:
The customer reported via phone call that they had a repeated delivery alarms on the insulin pump. Customer also reported their blood glucose was 120 mg/dl. The customer did not treat for their blood glucose at the time of the call. Troubleshooting for the no delivery alarm did not occur as the customer disposed the infusion set and reservoir. Troubleshooting for the insulin pump found the customer had the incorrect time. It was also found the customer was unable to correct the time on their insulin pump. The customer also reported the insulin pump did not alarm no delivery during a high pressure test. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer declined to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.